Event description:
The following information was reported by the sales representative: very skilled user had inflated the balloon and was pulling the balloon against the arteriotomy and about to shuttle down the sealant when the balloon gave away and pulled through the artery and everything came out. The balloon was tested on the back table afterwards and the balloon re-inflated. The balloon was intact and functional. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: diagnostic coronary stick location: medium sheath size: 5f.

Manufacturer narrative:
The device was returned with the shuttle engaged to the handle. The advancer tube and sealant were not returned. The balloon was inflated with water, and pressure was maintained. The inflation indicator performed per specification. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. There is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per instructions for use (IFU). The review of the lhr (lot f1420605) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).